Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that their stimulator was not working. They had a return of symptoms. They were on p3 at 1.3v. They switched to p2 at 1.4v. They will monitor symptoms and see if they improve. No further device issue alleged / identified. No further patient symptoms or complications were reported.